Manufacturer narrative:
Continuation of d11: product ID (B)(6). Lot# j0511622v serial# implanted: (B)(6) 2005 explanted: product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0511622v, implanted: (B)(6)2005, product type lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Concomitant medical products: product ID 3093-28 lot# j0511622v serial# implanted: (B)(6) 2005 explanted: product type lead additional information was received from the hcp via the rep: the cause of the impedance issues was not determined. No further complications were noted or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that a full replacement of lead and ins and upon running impedances, c-0, c-1, c-2, c-3 and 0-1 were around 1000-2000 ohms, but the rest were over 4k. During troubleshooting, the lead were removed, wiped it off and reinserted. Motor testing was done with lead only and was successful. And during the call, they rerun impedances at following parameters: 1v/300pw - c-1 ???, 0-2, 0-3, 1-2, 1-3 and 2-3 were over 4k 1.5v/300pw - all case pairs were ???, 2-3 were over 4k 2v/360pw - all case pairs were ???, everything else was around 3500 ohms and the health care physician decided that above testing was sufficient and no further assistance was needed it was also reported that the patient was "fidgety". No further complications were noted or anticipated.